Event description:
It was reported that a 4mm m4 rad40 rotatable blade broke during a surgery on a (B)(6) male. The internal wire of the blade started unravelling and the blade broke at the tip, separating into two parts with the tip falling into the surgical field and into the sinus of the patient. The tip was successfully recovered, as it was visible for immediate removal from the sinus. A new blade was used to complete the surgery with no further issues and no report of impact or injury to the patient.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. The device was not returned and therefore no evaluation could be performed. Method: no testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.